Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user's hearing performance with the device is reportedly affected. Reportedly, the user doesn't show any response with the device. Furthermore, an increase in the ground path impedance (gpi) has been noted. The user had good benefit from the device before this event. Re-implantation is considered.

Manufacturer narrative:
Conclusion: device investigation revealed a technical failure of the reference electrode which explains the reported issues. The investigation results appear to match the problems mentioned in the recipient report. This is a final report.

Event description:
The user's hearing performance with the device is reportedly affected. Reportedly, the user doesn't show any response with the device. Furthermore, an increase in the ground path impedance (gpi) has been noted. The user had good benefit from the device before this event. The user has been re-implanted.